Event description:
Report received with returned product stating that device was explanted due to infection. Follow-up letter has been sent to health care provider for more information about the reported event.

Manufacturer narrative:
B6 - information from the health care provider revealed that cultures were performed on the pt, but no growth of organisms was seen. The pt was successfully treated with antibiotics.